Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the blade broke. It was also reported that the surgeon decided to leave the minimal fragments of the blade in the surgical site. It was further reported that there were no delays or medical intervention as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the blade broke. It was also reported that the surgeon decided to leave the minimal fragments of the blade in the surgical site. It was further reported that there were no delays or medical intervention as a result of this event and the procedure was completed successfully.